Event description:
Baxter (B)(6) received a report that an infusor overinfused during patient use. The infusor in this report has a 0.5 ml/hr basal rate and a 2.0 ml/hr bolus rate, but the attached patient control module (pcm) was allegedly not pressed during use. The actual reported flow rate was reported as 48 ml over 12 hours and the device was filled with a solution containing 30 ml sandostatine and 18 ml saline. Moreover, a winged needle was also attached to the infusor. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample for 19.2 hours. At the end of the flow test period, the infusor produced the following flow rates: calculated basal flow rate = 0.4956 ml/hr, calculated bolus flow rate = 1.96 ml/hr, normalized basal flow rate = 0.5080 ml/hr, normalized bolus flow rate = 2.01 ml/hr, basal specification range = 0.4375 - 0.5625 ml/hr, bolus specification range = 1.75-2.25 ml/hr the infusor and pcm produced functional results within the specification range; the device performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.